Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient has been indicated for a revision due to bone loss approximately 1.5 years post implantation; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by x ray provided. The review identified the following: the measurement is very limited due to oblique position of the pelvis and the triflange device but the abduction angle (lateral inclination) is approximately 57 degrees. Overall fit and alignment appear anatomic. Bone quality is osteopenic. There is evidence of osteolysis and loosening of the acetabular component. Review of the device history records identified no deviations or anomalies that would contribute to this event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.